Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pelvic pain') in an adult female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, peritoneal adhesions and ovarian cyst. Concomitant products included naproxen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia"), back pain ("back pain"), urticaria ("excessive hives"), rash ("excessive rashes"), alopecia ("excessive hair loss/hair loss."), muscular weakness ("knee weakness"), sensitive skin ("sensitive skin"), tooth fracture ("dental problems including 11 teeth broken in the last 5 years"), dysgeusia ("metal taste in her mouth"), arthralgia ("pain knee"), migraine ("chronic migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea cramping),") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("150 pound weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, menstruation irregular, pelvic discomfort, abdominal pain, dyspareunia, back pain, urticaria, rash, alopecia, muscular weakness, weight increased, sensitive skin, tooth fracture, dysgeusia, arthralgia, migraine and fatigue had not resolved and the menorrhagia, vaginal haemorrhage, headache, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, muscular weakness, pelvic discomfort, pelvic pain, rash, sensitive skin, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She ever experienced any of these conditions prior to undergoing the essure procedure. Discrepancy in date of insertion - (B)(6) 2011, and removal of device - (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement & full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Most recent follow-up information incorporated above includes: on 11-jan-2021: medical record received: lot number, reporter information, and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pelvic pain') in an adult female patient who had essure (batch no. 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, peritoneal adhesions and ovarian cyst. Concomitant products included naproxen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia"), back pain ("back pain"), urticaria ("excessive hives"), rash ("excessive rashes"), alopecia ("excessive hair loss/hair loss."), muscular weakness ("knee weakness"), sensitive skin ("sensitive skin"), tooth fracture ("dental problems including 11 teeth broken in the last 5 years"), dysgeusia ("metal taste in her mouth"), arthralgia ("pain knee"), migraine ("chronic migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea cramping),") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("150 pound weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, menstruation irregular, pelvic discomfort, abdominal pain, dyspareunia, back pain, urticaria, rash, alopecia, muscular weakness, weight increased, sensitive skin, tooth fracture, dysgeusia, arthralgia, migraine and fatigue had not resolved and the menorrhagia, vaginal haemorrhage, headache, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, muscular weakness, pelvic discomfort, pelvic pain, rash, sensitive skin, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She ever experienced any of these conditions prior to undergoing the essure procedure. Discrepancy in date of insertion - (B)(6) 2011 and removal of device - (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement & full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Lot number: 786879, manufacturing date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen and paracetamol (tylenol). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstruation irregular ("irregular periods"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia"), back pain ("back pain"), urticaria ("excessive hives"), rash ("excessive rashes"), alopecia ("excessive hair loss/hair loss."), muscular weakness ("knee weakness"), sensitive skin ("sensitive skin"), tooth fracture ("dental problems including 11 teeth broken in the last 5 years"), dysgeusia ("metal taste in her mouth"), arthralgia ("pain knee"), migraine ("chronic migraines"), fatigue ("chronic fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea cramping),") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("150 pound weight gain/weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, menstruation irregular, pelvic discomfort, abdominal pain, dyspareunia, back pain, urticaria, rash, alopecia, muscular weakness, weight increased, sensitive skin, tooth fracture, dysgeusia, arthralgia, migraine and fatigue had not resolved and the menorrhagia, vaginal haemorrhage, headache, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, dysmenorrhoea and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, muscular weakness, pelvic discomfort, pelvic pain, rash, sensitive skin, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she was plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She ever experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement & full occlusion of tubes. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes, migraines/headaches,dysmenorrhea (cramping) were added. Concomitant dugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.